Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual and functional inspection was performed on the returned device. The premature deployment (not flowered) was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the premature deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that before the procedure, when the absolute pro vascular self-expanding stent system 8/40mm was removed from the tray, the stent struts were exposed. Another non-abbott stent system was used to continue the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.